Event description:
It was reported that ten days post xact stenting procedure in the left internal carotid artery, the patient was hospitalized with left sided weakness. The symptoms resolved while the patient was in the emergency room but was admitted for observation. CT scan and CT angiogram of the head was negative and stroke was ruled out. There was no reported treatment given. The patient was discharged five days later to home as she refused to return to the rehabilitation facility. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of weakness is listed in the xact instructions for use as a known observed and potential adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.